Manufacturer narrative:
E1: facility name:(B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient presented to clinic 4 hours early with the pump alarming no disposable. Per reporter, the pump settings were reviewed: reservoir volume 9.6ml, rate 2.2ml/hour, given 90.40ml. Per reporter, the pump was powered off, tubing clamped, cassette removed, and tubing massaged. Bubbles were present in the cassette tubing and the cassette was tapped on hard surface and reattached. The pump alarm returned upon start up. Per reporter, the medication bag was completely empty, and the line appeared full of air. Reporter opened the bag and it was completely dry and noted possible under infusion. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
D4: correction. H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.